Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft was intended to be implanted during the endovascular treatment of a 50mm aaa. It was reported that during the index procedure resistance was felt when inserting the device so the placement was discontinued. Another device of the same size was implanted instead. Per the physician the cause of the event was undetermined however a wire lumen defect was suspected. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Product analysis the device returned with the external slider in the home position. A slight gap was observed between the graft cover tip and taper tip. There was no further damage observed to the device. A 0.035-inch guidewire was inserted via the tip and advanced to exit the backend luer with no resistance noted. The reported insertion difficulties could not be confirmed based on the analysis as no device was detected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received; it was clarified that resistance was felt when loading the delivery system onto the wire. There was no issues noted to the device's packaging. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.